Event description:
Per provider joystick replaced on recall order (B)(4). But joystick is now failing. Takes a very long time to turn on chair. Won't work. Will not power down and has to be unplugged.